Manufacturer narrative:
The needle/suture was examined for visual inspection attribute defects under 10x magnification and no attachment defects were observed. Additionally, there are marks on the body of the needle by use of the needle holder. In the visual inspection along of the suture it was noted that in some barbs there was body fluids, and the sides of the fixation tap of the suture were cut likely by use of surgical instruments, since there are marks on the fixation tab area by use of surgical instrument. Also, a side of the fixation tap was returned for evaluation and it was noted that it was cut since there are marks and damaged. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab, pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not additional forces on the fixation tab. According to the sample condition suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open laparotomy procedure on (B)(6) 2017 and a barbed suture was used. During fascia closure, the suture broke in the connection point between the tab and the beginning of the suture. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.